Event description:
Ir brought patient for port check. Port not giving blood return. Catheter was detached from port under flouro. Port, locking mechanism, and catheter were retrieved from patient. Locking collar was on port. Not sure if catheter was locked.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The port was returned for evaluation with the lumen detached. The port lock was assembled on the lumen. Relative measurements were taken of the port stem and found to be within specification. After decontamination the lumen was attached to the port stem according to IFU instructions and the locking collar snapped into place. The lumen was then pulled with force but did not detach from the stem. No failure was found with the returned devices. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the port, port lumen, and lumen lock were manufactured and inspected according to specification with no non-conformances or abnormalities. We are unable to determine the cause for the disconnection of the lumen from the port. Incorrect assembly of the lumen to the port during implantation could be a contributing factor. The instructions for use (IFU) provided with the kit clearly identify the steps to be taken to attach the catheter to the port. Any deviation could potentially lead to a disconnection of the catheter or catheter lock. The IFU states the catheter should be advanced "just up to the second rib", not over the second rib. Also noted in the IFU, "advancing catheter too far along port stem could lead to "mushrooming" of tubing when the catheter lock is advanced." This could prevent the catheter lock from fully engaging on the port stem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.